Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this right atrial (ra) lead was performed. Analysis showed that the visual inspection noted a cut in the outer insulation and deformed conductor coils, likely due to induced damage during surgery procedure. Laboratory analysis confirmed reported allegation.

Event description:
It was reported this right atrial (ra) lead was a case of an attempted implant procedure due to lead insulation damage. The lead was never in service. No adverse patient effects were reported.